Manufacturer narrative:
The na electrode lot number is l37, the k electrode lot number is u85, and the cl electrode lot number is h03. The expiration dates were not provided. Calibration was last performed on (B)(6) 2023. The qc recovery data provided was acceptable. The alarm trace did not contain a conspicuous event. The field service engineer (fse) found that the ise black was missing an o-ring and replaced it. The customer performed calibration and qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable gen.2 ise indirect for na, k, and cl results for 2 patient samples on a cobas 8000 cobas ise module. For sample 1, the initial k result was 2.5. The repeat result was 4.7. For sample 2, the initial na result was 114, the initial k result was 3.4, and the initial cl result was 129. The repeat na result was 135, the repeat k result was 4.1, and the repeat cl result was 102. The units of measurement were not provided. No questionable results were reported outside of the laboratory. The repeat results were deemed correct.